Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead was capped for an unknown indication. Patient's status was not reported.